Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the warsaw and international complaints databases finds no other reports against the femoral stem product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had pain and loss of mobility after asr hip implant. Doi: (B)(6) 2008 (right hip), dor: not scheduled. Patient is a resident of (B)(6). **update** 7/5/2012 - patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update ** 04/22/2013 - medical records were obtained. Medical records indicate there was some discoloration of the taper consistent with some threading and corrosion. Records also noted that the acetabular component was easy to remove. After gross inspection suggested fibrous fixation with no bone in-growth. The stem and sleeve were updated to the complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.